Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic whipple surgery, the stapler did not fire while being applied to the pancreas tissue, the surgeon was able to press the green button and able to squeeze the handle. It was reported that there was no patient injury.